Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm stopping insulin 3 times in the past month. Review of the pump data logs by tandem technical support showed that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the high 200s (mg/dl). A correction bolus via the pump was delivered to address bg level.